Manufacturer narrative:
Pt initials, gender and weight were obtained from the angiogram. The pt age at time of event or date of birth was no provided by the hospital. Attempts to obtain the info has not been successful. After using the angiosculpt device, the physician performed CPR and pt is fine. This resulted in add'l medical intervention performed by the physician. No clinical injury reported by the physician. The angiogram was received for eval. The angiogram documents angioplasty of the ostial lad; however, it is unable to determine with certainty what device was used during the case. The angiogram does not give any details regarding the EKG or hemodynamic status of the pt. The angiosculpt device was returned for eval. There is evidence of laceration that spanned 9 mm in length distal to the rx port. When the balloon was inflated to 2 atm, a shaft leak approx 9 mm from the rx port was noted. The point of leakage was the same region where laceration on the rx port was observed. Laceration next to the rx port could have been caused or contributed by the user. Irregular heart rhythms and hypotension are possible adverse effects listed in the angiosculpt ptca scoring balloon catheter instructions for use (IFU).

Event description:
Physician used an angiosculpt device to treat ostial left anterior descending (lad) artery (restenosis of bare [metal stent] after three months). During the second inflation, the physician noticed a rapid glow for a few seconds with severe electrocardiogram (EKG) and hemodynamic deterioration of the pt. Physician assumed it was a balloon puncture. After the use of the angiosculpt device, the physician performed cardiopulmonary resuscitation (CPR) and the pt was fine. Physician confirmed the leak was at the body of the device and not the balloon.